Event description:
Closure device failure. Mynx 6f/7f. Unsure of the reason / part of device that failed. The device went into the sheath like normal, but nothing was deployed into the pt. Device removed while still intact. Manual pressure held, no other known complications.